Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient has been experiencing elevated blood glucose (bg) since starting the use of a replacement pump. At the time of the call to animas, the patient's bg was reportedly 537 mg/dl. The patient's elevated bg was treated with 12 units of insulin by syringe. On recheck, the patient's bg was 577 mg/dl and the patient was administered an additional correction dose of 14 units of insulin. The reporter was instructed by the animas representative to take the patient to an emergent treatment center (etc) for medical intervention for the elevated bg and to call animas again when the patient was at the etc. On arrival at the hospital, the patient's bg was reported to 848 mg/dl. The patient was being treated with an insulin drip at the time of the call. No further information was available regarding the treatment or outcome. The reporter stated that the patient is uncertain what "suspend" on the pump means. The reporter requested assistance from the animas representative in reviewing the pump setting from the patient's old pump compared to the settings in the replacement pump. The animas representative assisted the reporter in taking the pump out of "suspend" mode. The animas representative was able to retrieve the pump settings from the old pump. The reporter called back to animas as requested. On investigation by the animas representative it was discovered that the patient had reprogrammed the pump and place the pump the suspend mode since entering the settings from the old pump. The reporter confirmed with the patient that the patient had the pump placed while reprogramming the pump and placed the pump in the suspend mode. This complaint is being reported because the patient experienced elevated bg as the result of placing the pump in suspend mode and not resuming insulin delivery and required hospitalization.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 13-aug-2019 device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: complaint was reported on 29-sep-2012. A review of the pump history showed the pump was in use until 29-mar-2017. The pump passed the delivery accuracy test and all other required testing. The suspend feature was tested with no defects found. The pump was found to be operating within required specification. The complaint of a suspend issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.